Event description:
Internal data was created reviewed on 5/12/2025 for m8103 sn (B)(6). The received tablet data contained programming history from (B)(6) 2022. The patient was last programmed to 1.75 ma/20 hz/244 usec/21 sec on/0.8 mins off / magnet 0 ma/488 usec/60 sec on. Impedance values remained within normal limits during the duration of the implant. On (B)(6) 2022, the battery status indicator used was at 38.527% with 2.927 volt remaining. More review showed that the voltage remaining is 2.927 volts and battery status indictor is 75% battery remaining. 100-38.527=61.473%. This is displaying the properly battery voltage since that battery status is captured as a range 50 to 75%. On (B)(6) 2022, the battery status indicator used was at 47.260% with 2.927 volt remaining. More review showed that the voltage remaining is 2.919 volts and battery status indictor is 75% battery remaining. 100-47.260=52.74%. This is displaying the properly battery voltage since that battery status is captured as a range 50 to 75%. On (B)(6) 2023, the battery status indicator used was at 56.260% with 2.914 volt remaining. More review showed that the voltage remaining is 2.914 volts and battery status indictor is 50% battery remaining. 100-56.260=43.74%. This is displaying the properly battery voltage since that battery status is captured as a range 25 to 50%. On (B)(6) 2023, the battery status indicator used was at 62.989% with 2.914 volt remaining. More review showed that the voltage remaining is 2.914 volts and battery status indictor is 50% battery remaining. 100-62.989=37.011%. This is displaying the properly battery voltage since that battery status is captured as a range 25 to 50%. On (B)(6) 2024, the battery status indicator used was at 93.921% with 2.901 volt remaining. More review showed that the voltage remaining is 2.901 volts and battery status indictor is 50% battery remaining. 100-93.921=6.079%. This is not displaying the properly battery status since the battery status should be 25-50% but its showing 6% remaining. On (B)(6) 2025, the battery status indicator used was at 119.305% with 2.881 volt remaining. More review showed that the voltage remaining is 2.881 volts and battery status indictor is 50% battery remaining. 100-119.205=-19.205%. This is showing that 119.205% battery has been consumed with 50% battery actually reaming. The review showed that battery is depleting normally however it does confirm that the battery status is fluctuating due to unknown reason. No other anomalies seen from reviewing the internal data. Quality engineer review. In the current m8103 device, per the internal data review, the battery status indicator worked till 8/2/2024 per the data of the session report provided which is showing the battery status indicator at 25-50%, which is displayed appropriately as the voltage threshold of 2.85v was not hit (actual reading is 2.884v). In the subsequent interrogations, on (B)(6) 2025, the lowest voltage reading is 2.855v and at this battery voltage level the programmer should be indicating the battery capacity remaining at 25-50% as the 25% threshold value is not reached but when interrogated, per the session report the battery status was displayed at 75%-100% and per the internal data review, the battery capacity used is 119.305% which is the maximum value that the battery can be reached. Software data was reviewed and there were no obvious anomalies identified. With the available data, it can¿t be determined with certainty the root cause for this event. No other relevant information received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patients battery status was at 25 to 50% in august 2024, the device was interrogated again in march 2025 and showed that the battery status was at 75 to 100%. System diagnostic was preformed and all settings were within normal limit. No other relevant information has been received to date.